Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that no image and error b30 were found. There was no patient involvement.

Manufacturer narrative:
B3: olympus detected the issue during device servicing, therefor there is no information regarding the customer reported event date. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the no image and error b30, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.